Manufacturer narrative:
Insulin pump received with no button response due to lcd keypad connector unlocked. Unable to verify vibration anomaly due to button keypad anomaly. Insulin pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.

Event description:
It was reported that the keypad was unresponsive, vibrator had an anomaly, and the device was having repetitive restart. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.